Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she was changing her program to 2 at 1.0v. She had not told the doctor's office about her fall which was previously reported. Further information noted the patient was in program 2 at 1.20v. She repeated that she fell in (B)(6) but her implantable neurostimulator was working fine in (B)(6) 2015. She also had another slighter fall in (B)(6). She went to the health care professional (hcp) and they did an x-ray on (B)(6) 2015. The x-ray confirmed the lead was in the correct position. She tried other settings, increased the amplitude, and changed the program. Program 2 was noted to be do able but not as perfect as her original setting. She had not tried programs 3 and 4 yet. She inquired if she should keep switching programs and asked patient services to help her change to program 3. She switched successfully. Her patient programmer was connecting and she did not see eri or eos. Patient thought of switching her hcp as she was not satisfied with her current one. She was sometimes in tears about having her symptoms back. She really wanted to get back to the point where the device was helping her. She had to watch the clock; once 2 hours were up, it started to hurt because her bladder capacity was smaller. Having the bladder issues changed her personality and it was noticeable. It was distracting and she wanted to find a happy medium.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v948945, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient reported that the implant was in her right sacral area. She had noticed lower back pain in the buttock on the left and felt pressure and thinking about going more to the bathroom. The low back pain and change in symptoms occurred in (B)(6) 2015. It was noted that the patient had nerve damaged from surgery on the feet that was prior to implant. The patient later reported in (B)(6) 2015 there were changes in therapy and symptom return. There was urgency and going to the bathroom more often. Yesterday the patient was not comfortable with stimulation. Last night the patient noticed the cycling sensation but the cycling was not uncomfortable. The change in therapy/symptoms was considered sudden. It was noted that the patient had a ¿significant¿ fall on (B)(6) 2015. She thought she had broken her ribs but she had not. She had to sleep in a recliner for a short time after the fall because of her pain and discomfort. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# v948945, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient would switch programs because their hcp told them that their body would get used to certain settings and changing the programs helped their body reset. They would go through each program and then circle back to the primary program. They were switching every two weeks, so going through all of the program would take about two months. Their hcp suggested that they turn the stimulation off every other week and then turn back on, so the patient wanted to know if that would help. They mentioned that, in the first three years, they didn't have to change programs at all but, in 2015, they started having to change and, in 2016, had to even more. It was confirmed that, at the time of the report, they had good symptom control, getting the relief they wanted, and had no issues. They were also wondering if, when they get a replacement implantable neurostimulator (ins), there was a chance that it might not work and if they ever needed to change the leads. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# v948945, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. The patient had returned symptoms and they were concerned that the health care professional (hcp) did not have enough experience. The patient fell in (B)(6) 2015 but everything seemed fine after the fall. Then, in (B)(6) 2015, the urgency and frequency symptoms started to return. The patient was on program 1 for 3.5 years and everything was fine until (B)(6). They had a pelvic scan done on (B)(6) 2015 and the leads looked good. The patient had been on program 3 for about 3 weeks and it was helping but no as well as program 1.